Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that after the implant procedure the patient lost feeling in both legs due to a hematoma. The hematoma was removed and the device was placed in the soft tissue near the incision. The patient is recovering and the physician will place the lead in the future.